Event description:
User reported an occluder malfunction during the procedure. There was no patient harm; however, spectrum medical considers occluder errors to be reportable.

Manufacturer narrative:
Reported problem confirmed and device disposed of to prevent future clinical use.

Manufacturer narrative:
Device has been returned for investigation, but root cause determination is pending the completion of the investigation.

Event description:
User reported an occluder malfunction during the procedure. There was no patient harm; however, spectrum medical considers occluder errors to be reportable.

Manufacturer narrative:
Device has been returned for investigation, but root cause determination is pending the completion of the investigation.

Event description:
User reported an occluder malfunction during the procedure. There was no patient harm; however, spectrum medical considers occluder errors to be reportable.